Event description:
Reportedly, the patient was implanted with kora 250 dr on (b)(6 2023. Around mid (B)(6) 2023, the patient started experiencing dizziness with regular fainting episodes. Resting ECG demonstrated ventricular pacing failure. The device was programmed to unipolar and raised the voltage to 5 volts which solve the pacing issue. Imagery confirmed the v lead was correctly positioned. On (B)(6) 2023, the patient experienced new episodes of falling out. The v lead vega r58 (s/n (B)(6) was replaced by a new vega r58 lead (s/n (B)(6) and on (B)(6) 2023, the ventricular pacing was intermittent. Then the all system (pacemaker and v lead) was changed on (B)(6) 2023.

Manufacturer narrative:
Correction in section e3, the occupation of the reporter is non-healthcare professional rather than other healthcare professional as indicated in the initial report. Investigation summary: review of the leads manufacturing records confirmed a regular device manufacturing process. As received, both leads showed damages on the external insulation, with blood infiltration and, in the case of the vega r58 lead with serial number (B)(6) more pronounced damage due to several cuts. Such damage most likely occurred during the implantation or explantation procedure, but it cannot be completely excluded that it occurred during the manufacturing process. However, it is not possible to confirm the moment of their appearance with certainty. These findings on both external insulations could explain the events reported for both leads. Another hypothesis that could explain the reported behaviors could be related to a non-optimal fixation of the leads during implantation, and that over time, these may have slightly dislodged, resulting in the failure to pace and ventricular capture threshold increased for the vega r58 (B)(6) lead, and the intermittent loss of capture for the vega r58 (B)(6) lead. This case is retained and utilized for trending purposes.

Event description:
Reportedly, the patient was implanted with kora 250 dr on (B)(6) 2023. Around mid(B)(6) 2023, the patient started experiencing dizziness with regular fainting episodes. Resting ECG demonstrated ventricular pacing failure. The device was programmed to unipolar and raised the voltage to 5 volts which solve the pacing issue. Imagery confirmed the v lead was correctly positioned. On (B)(6) 2023, the patient experienced new episodes of falling out. The v lead vega r58 (s/n (B)(6)) was replaced by a new vega r58 lead (s/n (B)(6)) and on (B)(6) 2023, the ventricular pacing was intermittent. Then the all system (pacemaker and v lead) was changed on (B)(6) 2023.